Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(4) 2018 with blood glucose of 12 mg/dl at the time of the incident. The customer had incorrect settings on their pump. The customer was at 23 mg/dl at the time of admission, and 208 mg/dl at the time of the call. The customer was given food, a glucagon shot, and intravenous fluids to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed due to the pump having a cracked screen that could not be read. The insulin pump will not be returned for analysis.